Event description:
The initial implant date for this device was not reported. Per the audiologist, the surgeon examined the patient's incision site and reported that the site was red and the internal device was rubbing against the processor. Results of an integrity test done in 2008, showed the receiver/stimulator were consistent with normal device function. The patient's device was explanted in 2008. The surgeon's nurse reported that the electrode array was not in the cochlea. A new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 17, 2008.